Event description:
It was reported the patient is no longer able to feel stimulation. A lead diagnostic check revealed high and invalid impedance. The patient may have x-rays taken for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.